Manufacturer narrative:
The device has been received for testing and investigation, however it is not yet complete.

Event description:
The event involved a chemolock bag spike with additive port, dry spike that the customer reported fluorouracil leaking from the top and was unable to locate a leak through the bag. The chemotherapy infused first followed by a fluid flush bag. The customer reported that the tubing set looks to be set up accurately. There was patient involvement however no adverse event and no report of delay in critical therapy.

Manufacturer narrative:
The cl-12 described in the customer complaint was not returned for investigation. As such it is not possible to complete an investigation of the cl-12 described in the complaint. No DHR lot review was conducted because no lot number(s) was/were identified. A probable cause cannot be identified based on the information that has been provided.